Event description:
It was reported that the pt had high impedance on system diagnostics. No trauma or manipulation was reported. X-rays were taken and sent to manufacturer for review. Upon review, no anomalies were noted with the device. Pt had surgery on (B) (6) 2009 to replace the device. Product was returned to manufacturer, but analysis is pending.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer; no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.